Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the hip bone. The physician revised the pocket and the patient was reportedly doing well following the procedure.